Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to use for an unknown procedure, a flexor raabe guiding sheath separated as the user attempted to curve the tip of the device in order to shape it for ¿up and over¿ access. The separated tip was held together by unraveled coils. The device did not make patient contact, and another device of the same type was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath was separated approximately 65 centimeters from the hub but held together by unraveled coil. The dilator was returned inside the sheath. Compression marks were noted on the dilator from the unraveled coil. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿do not attempt to heat or reshape the device.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that unintended user error contributed to this event, as the user was attempting to manually curve the device. The IFU states ¿do not attempt to heat or reshape the device.¿ the risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for an unknown procedure. A flexor raabe guiding sheath separated as the user attempted to curve the tip of the device in order to shape it for ¿up and over¿ access. The separated tip was held together by unraveled coils. The device did not make patient contact. And another device of the same type was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects, due to this event.

Manufacturer narrative:
Blank fields on this form, indicate the information is unknown or unavailable. E3: occupation: "lead". This report includes information known at this time. A follow up report will be submitted, should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.